Event description:
Three staff members were repositioning resident to sit straighter in the tub chair prior to the tub bath: one on each side of the resident and one at his feet. In the process of positioning, they heard a "snap" and resident and chair fell backward to the floor. Resident hit head with immediate swelling at site of impact. No neurological problem. Right carrier rail suspected.